Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2018 for diabetic ketoacidosis (dka) and hyperglycemia due to possible under delivery of insulin. It was reported that the customer was bit nauseous and the high blood glucose level was 16 mmol/l to 18 mmol/l. It was reported that the customer's current blood glucose level was 9.4 mmol/l. It was reported that the customer had a gastro and it was the reason for the customer have high blood glucose levels and her ketones to go high. It was reported that the customer was removed from the insulin pump and was put on intravenous drip. It was reported that the customer settings were adjusted at the hospital. Product is not expected to return.